Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: according to the information provided, it was reported that the image on the display had poor quality. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a video was provided. Upon visual inspection of the video, the image on the display was observed a little blurry and flickering. The complaint reported was confirmed. The video do not provide enough evidence to determine root cause. A possible root cause can be associated to connection issues, however it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable.

Event description:
It was reported by the affiliate via complaint submission tool that during an arthroscopy procedure the image on the all-in-one ccu+light row and the rad32" 4k/uhd medical display had poor quality. The surgeon tried to solve the issue by turning the devices off and on, but the issue was not able to be solve. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported the device will not be returned for evaluation. It was also reported surgery was successfully completed, another system was readily available, and the patient is ok.